Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that the device had depleted 1.5 years within a year. Technical services (ts) confirmed via a data analysis that the device was depleting prematurely. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that the device had depleted 1.5 years within a year. Technical services (ts) confirmed via a data analysis that the device was depleting prematurely. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device will not be returned for analysis as the device was disposed after the procedure.